Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case was cracked by the left bottom corners, cracked by the tube holders as well as crack on right and left plunger case. Crack on bottom case. Missing bottom case feet and visible contamination. Customer?s reported issue was duplicated during syringe test. Damage found on plunger cases and loose syringe plunger sensor. The root cause of the reported issue was determined this issue is a result of the customer's physical damage to the device. Damage found on left and right plunger cases. Actions taken to mitigate the reported issue: replaced left and right plunger case. Performed power-up process and all the functional test passed. UDI information is unknown.

Event description:
It was reported that syringe plunger is not in place. No patient injury reported.